Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that despite the pump volume being set to "high", the volume was low and "barely audible". The customer's blood glucose level ranged from 55-170 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.